Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tw power supply, us was intermittent. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
Method - the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).